Event description:
When the physician planned to release the coil after the coil was positioned to the target, he found it cannot be released. Changed the detachment and tried again, still failed. The coil was withdrawn to complete the procedure.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 3 mm x 6 cm cashmere 14 cerecyte microcoil failed to detach in the aneurysm. There was no coil stretching or unintended detachment during the process of withdrawing the device form the patient. The procedure was completed with no patient injury. The pre-deployment test was performed and during attempt to detach in the aneurysm the detachment button was pressed about five (5) times. The cable and dcb were replaced in an attempt to detach subsequent coils. There was no noticeable resistance encountered anywhere along the delivery path in the microcatheter before reaching the aneurysm and the advancement was smooth. Repositioning was not necessary once the coil was placed in the aneurysm. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment attempt. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils failure to detach cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There was no discrepancy with functional testing of the returned device. Although a definitive root cause conclusion cannot be made, there is no indication of any performance or device manufacturing issues related to the returned microcoil system. Therefore, no corrective actions will be taken at this time.